Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a post-op check. Interrogation revealed non-sustained right ventricular oversensing episodes, possibly caused by far field noise on the right ventricular lead. It was recommended for the device to be monitored to see if the event continued. The device was interrogated again the following week and no further episodes were observed. No intervention was performed. The patient was stable.

Event description:
New information revealed that at a follow-up, inappropriate mode switch episodes were discovered. Programming changes were made.